Event description:
The iab was inserted into the patient on 2/21/98 at 1:00 pm. The doctor had difficulty inserting the iab. The iab was removed on 2/21/98 at 2:00 pm. After iabp for about one hour. The iab was not returned to datascope for evaluation. Event complications: none from the event - reported 2/25/98. Pt's current status: expired - rpt'd 2/25/98.